Event description:
Revision of hip components approximately 5 years post operatively due to osteolytic tumor.

Manufacturer narrative:
Engineering evaluation of the returned screws noted inward radial deformation of one screw head rim. This screw also had a fracture of the rim and fretting marks consistent with screw hole contact. The thread peaks were crushed down, consistent with radial screw hole impingement during screw tightening. Evaluation of the other screw noted absence of deformation and fracture present on the first and burnish marks consistent with even screw hole contact during tightening. The device history record reviews provide assurance the part was accepted with conformance to the product requirements. Review of the pre-operative pt radiographs noted an osteolytic lesion as well as noting that the screw head appears to be protruding out of the screw hole consistent with the screw not being fully seated in the acetabular cup. The osteolytic lesion is consistent with the biological response of bone to a reactive concentration of wear particles.